Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a physician in (B)(4) of infectious incision with high fever and peritonitis in a patient coincident with dianeal therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2012, the pd catheter was removed and dianeal therapy was withdrawn. During a call with baxter (B)(4) technical services, the following was reported. On an unreported date, the patient had pink-tinged drainage solution for 3 days and was hospitalized on (B)(6) 2012 for catheter obstruction. The pd catheter was replaced after 3 days. The reason of catheter obstruction was related to the caul. On an unreported date, 2 days after catheter replacement, the patient had infectious incision with high fever of over 39 degrees celsius. The patient was treated with antibiotics intravenously. On (B)(6) 2012, the patient was diagnosed with peritonitis. On (B)(6) 2012, treatment was started with vancomycin (200mg per day) ip for peritonitis and heparin (4000 iu per day) ip as an anticoagulant. At the time of this report, the patient had not recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Further information was received from a consumer. The patient's pd catheter was removed on (B)(6) 2012. The patient continued the treatment for peritonitis with antibiotics after the catheter was removed. On an unreported date, the patient began treatment with hemodialysis. The patient was discharged from the hospital on (B)(6) 2012. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.